Event description:
The customer reported erroneous and erratic troponin I (access accutni), creatine kinase-mb (ck-mb), prostate-specific antigen (psa), and thyroid-stimulating hormone (tsh) results with system wash valve/pump motion error, for several patients, involving unicel dxc 600i synchron access clinical system. The customer indicated the erroneous troponin I results were above the acute myocardial infarction (ami) limit. Subsequent analysis of the patient samples on an alternate analyzer produced accurate troponin I results that were not questioned. The customer-supplied data also indicated an elevated psa result. Quality control, for all three troponin I levels, recovered high and both levels of ck-mb recovered out of range. The erroneous results were released out of the laboratory. The customer indicated there was no report of patient consequence, and there has been no report of change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the wash buffer supply line had been pinched which caused the issue. The fse corrected the buffer supply line and primed the wash buffer lines without any issues. The fse performed system verification testing including high sensitivity system checks. Results conformed to the manufacturer's published performance specifications.